Event description:
The patient's wife reported that her husband has experienced his infusion set tubing tearing a few weeks ago. She stated that the infusion set tubing was only 24 hours old. She reported that his blood glucose was affected (in the 300 mg/dl range, normal range is 100-110 mg/dl). She reported that when the infusion set tubing tore, he changed out the infusion set and bolused. Additional attempts were made to contact the husband to provide additional details but company representative was not successful. The product was requested to be returned for evaluation.